Manufacturer narrative:
As reported, the 3dmax mid mesh was found to be torn upon opening. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure, the 3dmax mid mesh was found to be torn upon opening the package. Reportedly, the outer packaging was intact with no signs of damage. The procedure was completed using another mesh without any complications. There was no patient injury.

Manufacturer narrative:
As reported, the 3dmax mid mesh was found to be torn upon opening. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) units released for distribution. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The sample evaluation confirms there is crack/tear in the edge seal of the 3dmax mid mesh. The tear starts in the seal edge and continues into the mesh. Based on returned sample evaluation performed, the reported condition is confirmed as manufacturing related. Awareness notification was provided to all appropriate manufacturing personnel on event reported, to emphasize the importance of product handling and inspection during manufacturing process. Updated fields: b4, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure, the 3dmax mid mesh was found to be torn upon opening the package. Reportedly, the outer packaging was intact with no signs of damage. The procedure was completed using another mesh without any complications. There was no patient injury.